Manufacturer narrative:
The subject device was not returned for evaluation. Multiple attempts were made to obtain information however, were unsuccessful, no response is received from the customer. The cause of the issue is unknown at this time. Supplemental report(s) will be submitted should any relevant new information is available. And or received. Investigation is ongoing. This report will be supplemented accordingly following investigation. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.¿

Event description:
Customer reported with an issue of 'stent blocked at distal end of the endoscope. Blocked between endoscope and distal cap. The issue occurred during an unknown event. There was no patient harm or injury reported due to the event . No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is suspected that the issue resulted from a non-olympus endo therapy accessory being used with the device. However, because the device was not returned, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.